Event description:
It was reported by the customer that the patient needed regular chemotherapy after surgery for colon cancer, and needed to use a PICC catheter to infuse chemotherapy drugs. On (B)(6) 2022, a PICC catheter was inserted into the basilic vein of the right upper limb, and the subsequent chemotherapy process went smoothly. On (B)(6) 2022, the patient developed fever and was subsequently diagnosed as a catheter-related infection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1200 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.